Event description:
The report from the field stated that during prep of the durastar balloon catheter, the balloon was noted to be torn. There was no damage to the outer box or any of the packaging components. There was no difficulty removing the protective sheath from the balloon. The product was not clinically used.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.